Event description:
Fmc product complaint received. Reported complaint is "arterial bloodline split in blood pump segment". Bloodline was in use when blood was found dripping from the pump segment. Further clinical info is requested from facility. 6/21/00: dept of nursing reported 50cc blood loss which includes discard of blood due to line change. The complaint bloodline was saved for eval and will be requested. There were no adverse effects to the pt as a result of this leak.